Event description:
It has been reported to philips that the wireless footswitch was not working. The wifi symbol was flashing red, which indicates that there was a loss of wireless connection. The available information does not indicate whether the device was in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the wireless footswitch lost connection with the base station. Per the information collected, the wi-fi indicator on the footswitch was blinking red, which indicates that there was an error in the wireless connection. The connection was not re-established. The customer is currently using the wired footswitch instead of the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). The codes were updated based on the investigation outcome.